Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could be confirmed. During service the device failed the pre-repair temperature assessment. If additional information becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Device received from (B)(6) for service. During servicing it was observed that the device had an issue with heat. It is known the device was not used during surgery. It is known no injury or medical intervention occurred. There was no additional information provided.